Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and no delivery alarm. Customer stated drive support cap was protruded. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device get stuck during rewind due to faulty mother board, unable to perform the rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no excessive no delivery or occlusion alarm and motor error alarm due to faulty motor. The drive support disk was inspected and no anomaly noted. The motor was tested outside of the device and passed.